Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log and functional testing were performed and revealed no evidence of an f-94 alarm. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. This occurred before use. There was no patient involvement. No additional information is available.